Event description:
A us distributor reported that a monitor's response buttons are intermittent.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons intermittent) was confirmed. Upon evaluation, the rear response button cover was missing and the dome was contaminated. The cause of the intermittent response button was the contaminated dome. The root cause of the contaminated dome is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.